Manufacturer narrative:
Per the user facility, the connector was not found to be loose before leaking.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the infant pack had a leaking connector. As mitigation, the team replaced the connector and made sure the line was secure. The surgical procedure was completed successfully. There was a reported delay of 20 minutes. There was minimal blood loss of an unknown amount. There were no adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. A video provided confirmed the presence of a leak. It appeared that the issue occurred on line 28 of the drawing specification, specifically at the connector. The most likely root cause of the reported issue was determined to be due to a manual assembly error where the connector on line 28 was overtightened when connecting the manifold line, damaging the luer and resulting in a leak. A production alert was placed on the system to raise awareness on future manufacturing activities for this pack. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.